Manufacturer narrative:
The customer¿s report of leaking from a cracked maxplus female luer was confirmed. Visual inspection of the set noted a crack along the thread of female luer. No other anomalies was observed. Functional testing confirmed leaking during a flush through. The root cause of the customer¿s report was not determined.

Event description:
The reported feedback suggests that the top of connector was found cracked. From the reported information, there was no patient or user harm.